Event description:
Reporter alleged blood glucose measured 147 mg/dl and within < 10 minutes later, the emergency medical technicians (emts) measured customer's glucose to be 45 mg/dl. It was reported customer was weak, sweaty, and disoriented at the time medical attention was sought. Customer stated being treated with a glucose shot before being taken to the hospital. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.